Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file submitted by the account confirmed pump stop events while supported by the power module. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log file is consistent with a potential driveline issue; however, a specific cause could not conclusively be determined through this evaluation as no product was returned for evaluation. The submitted log files were reviewed and contained data from (B)(6) 2021. Multiple pump stop events were captured on (B)(6) 2021 while the device was supported by the power module. These pump stops resulted in corresponding motor stop, low speed advisory, low speed hazard, and low flow hazard alarms. The pump appeared to function as intended prior to these events. According to the account, the patient was given an ungrounded patient cable and has had no further events. The patient is reportedly stable and awaiting nursing home placement. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 10jul2012. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a low speed advisory alarm followed by a pump off on (B)(6) 2021. It was noted that the patient had an external driveline repair in (B)(6) 2019. The patient had been on a grounded cable at the time of the event and is now on an ungrounded cable. A log file was sent in for review which found pump stops on (B)(6) 2021 between 0330 and 0333. There were high current events seen during the pump stops. The control was designed to protect the pump from damage during the high current events and step down the motor speed if the motor load exceeds the drive capability of the motor. These pump stops look to be due to a short to shield issue. It was recommended to have the patient on battery power or an ungrounded cable. No additional information was provided.